Event description:
It was reported that an occlusion alarm occurred. Customer reported the blockage was found to be within the cartridge. The cartridge and infusion set were changed resolving the occlusion. Customer¿s blood glucose level was 201 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.